Event description:
It was reported that this system exhibited noise and oversensing which resulted in pacing inhibition and five seconds of asystole. The patient appears to be completely dependent based on review of an intrinsic test strip showing ventricular paced events at 30 ppm. There are no details for the implanted right ventricular (rv) lead and the patient is not followed via remote monitoring. A boston scientific technical services consultant suggested in clinic system evaluation and to check for potential electromagnetic interference (emi) from the day the event occurred. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and oversensing which resulted in pacing inhibition and five seconds of asystole. The patient appears to be completely dependent based on review of an intrinsic test strip showing ventricular paced events at 30 ppm. There is no details for the implanted right ventricular (rv) lead and the patient is not followed via remote monitoring. A boston scientific technical services consultant suggested in clinic system evaluation and to check for potential electromagnetic interference (emi) from the day the event occurred. The boston scientific local area sales representative was contacted for additional event details and the outcome of the reported clinical observations. No further information is available at this time. Should additional details become available, this report will be updated. Additional information was received that in-office testing did not reproduce any noise or oversensing. The rv sensing was reprogrammed to fixed bipolar mode at 6.0mv and pacing was reprogrammed to unipolar mode for added safety. No rv lead details could be obtained. No adverse patient effects were reported.